Event description:
The rptr performed back to back blood glucose tests, within five minutes, using separate fingerticks, and got results of 300 and 150 mg/dl. A control solution test was in range 122 (89-133). No symptoms were reported.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8